Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the performance of a laparoscopic urological surgery the applicator clamps failure occurred, which prevented placing clips in the blood vessels, previously 6 clips had been placed, without any inconvenience. However, it was decided to convert to open surgery, so not to risk the safety and life of the patient, fortunately the procedure was completed in a conventional manner, without presenting any complication.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi. Facility as part of a 50 pc. Lot in march of 2016. The returned instrument was evaluated and found that the tube assembly has become separated from the handle mechanism thus making this instrument unusable in the field thus we are able to validate this complaint. Instrument was disassembled to further evaluate , and it was found that the front groove wall on the g00436m handle no longer has a sharp corner to the outer diameter and is worn and rounded off at the top corner. All instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility. We are unable to determine what caused the retaining ring to become loose out of its groove in the (g00436m) proximal handle and for the groove to become worn off and rounded at the top corner, but mishandling or forceful use at end users facility is suspected.

Event description:
It was reported that during the performance of a laparoscopic urological surgery the applicator clamps failure occurred, which prevented placing clips in the blood vessels, previously 6 clips had been placed, without any inconvenience. However, it was decided to convert to open surgery , so not to risk the safety and life of the patient, fortunately the procedure was completed in a conventional manner, without presenting any complication.